Event description:
The customer complained of discrepant inr results between coaguchek xs meter (B)(4) and a lab using an unknown reagent. On (B)(6) 2018, customer tested the patient by fingerstick on the meter and the result was 6.3 inr. The patient had a lab test within 7 hours and the result was 3.2 inr. On (B)(6) 2018, customer tested the patient by fingerstick on the meter and the result was 6.3 inr. The customer repeated the test on the meter and the result was 6.4 inr. The patient had a lab test within 7 hours and the result was 3.9 inr. The patient has a therapeutic range of 2.0-3.0 inr. Patient has no antiphospholipid antibodies, no heparin or direct thrombin inhibitors, no changes in coumadin, no new medication, no diet changes, no new illness and no symptoms of bleeding or bruising. The patient is not anemic. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field - correction/removal report no.